Event description:
Livanova received report that a male patient underwent cardiothoracic surgery on (B)(6) 2019. The surgical procedure was an aortic root replacement and replacement of ascending aorta. Patient was admitted to the hospital on (B)(6) 2025. He was diagnosed with disseminated m. Chimaera infection on (B)(6) 2025. He was discharged from the hospital on (B)(6) 2025 and readmitted on (B)(6) 2025 and then discharged home with hospice on (B)(6) 2025. The patient ultimately died on (B)(6) 2025. He was 64 years old when he died. The death was caused by complications of disseminated m. Chimaera infection.

Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Legal lawsuit has been issued and no further information has been made available. Device history record (DHR) review of involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. The device involved and in use at the hospital at the time of surgery ((B)(6) 2019) was not yet equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2020.

Manufacturer narrative:
H11: from the review of the previous contamination events occurred at the involved hospital, livanova learnt that the heater cooler machines are not disinfected, since water is changed every day and they are stored dry. This practice is not aligned with the instructions for use (IFU's) of the product. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: DHR review of possibly involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Based on the available information, source of patient contamination remains unknown and the livanova device involvement as well. Therefore, the root cause of the reported event is undetermined. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.